Manufacturer narrative:
The complaint is confirmed. Device was received: ar-12990n-1 batch 10286091, unpackaged. Observation revealed that the needle tip had broken off, the single fragment returning with the device. The cause of this event is undetermined, but likely causes include damage through excessive force, or a potential issue with the unreturned scorpion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal repair while sewing the needle broke. The surgeon was able to retrieve everything out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.